Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device had exhibited premature battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature depletion and the device should be replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device had exhibited premature battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature depletion and the device should be replaced. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this device had exhibited premature battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature depletion and the device should be replaced. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this device had exhibited premature battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature depletion and the device should be replaced. The device was subsequently explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device had exhibited premature battery depletion. A review of the device data by technical services (ts) confirmed that the device was exhibiting premature depletion and the device should be replaced. The device was subsequently explanted and replaced. No adverse patient effects were reported.